Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a keyboard was not working. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a software issue caused the keyboard issue. A technical support specialist dialed into the station, verified the issue and attached knowledge article "right half of keyboard typing unexpected characters" and "filter keys disables all keyboard input" and proceeded for case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a keyboard was not working. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.